Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for the infusion of insulin, the site detached from the patient's skin and fell away from their body. According to the home care patient, their blood glucose levels rose to 257 mg/dl due to the interruption in insulin therapy. The home care patient reported that they administered an insulin injection to resolve their blood glucose levels. According to the reporter, the home care patient correctly changed their infusion site and tubing as well. No permanent injury to the patient was reported.